Event description:
It was reported that an asymptomatic patient presented in or for a normal device change out when externalized conductors were observed via diagnostic imaging. The electrical function of the lead tested normal. The lead remains implanted; patient was fine.

Event description:
New information received notes the patient received a notification due to high, out of range hv lead impedance. Lead was explanted.

Manufacturer narrative:
Device evaluated by manufacturer.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.